Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced high blood glucoses due to sensor update alert. It was also reported loss of communication between insulin pump and transmitter. The customer received a lost sensor alarm and change sensor alert. The customer reported blood glucose value of 270 mg/dl, and the hyperglycemic event was treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-7040a, mmt-1884l, mmt-7841zn, mmt-213a, mmt-332a. Troubleshooting was not performed for hyperglycemic event and loss of communication issue. Customer believes that the transmitter was not working and need a replacement. Troubleshooting was performed for sensor alerts and customer was advised to replace the sensor. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-1884l. The customer will discontinue use of the transmitter. Mmt-7841zn was requested and customer response was the device will be returned. No product return is required for mmt-213a. Product return requested for mmt-332a. Customer declined to return or is unable to return.